Event description:
A home care nurse reported that, while drawing blood for lab work, the needle "self-retracted". There was no injury to the pt or the nurse, but blood spattered on the bed linen, potentially causing exposure to pt and nurse. No model#, lot# or serial # available.